Event description:
(B)(4): customer reports via phone that during an unk urology procedure, the facility lost power. Upon restoring power and rebooting the system, the system was unable to fluoro. Patient procedure was completed with the use of rad imaging as fluoro was not available. No injuries were reported.

Manufacturer narrative:
Tech support advised the customer to restore defaults on sedecal-system was set to rad. But on rebooting of system, they were still showing a message ¿preparing to expose¿ on the table shroud display. When this could not be resolved, a field service engineer (fse) was sent to site. The field service engineer (fse) troubleshot, finding and replacing a faulty fluoro cpu pcb. Fse verified proper operation using manuals. System returned to full service by the customer.